Event description:
Merge pacs provides a central hub for managing and viewing studies, while providing access to remote users via the web. Its common worklists enable efficient sub-specialty reading from remote locations. On (B)(6) 2015, a customer reported that the study was missing images when viewed in merge pacs. However, the images were still available on the modality device. This was determined to be a potential safety issue in the event the patient images were not accessible to make a comprehensive diagnosis. Merge removed the study from merge pacs and had it resent from the modality to make the patient images available for diagnostic review. The customer verified the issue was resolved.